Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a procedure the blade broke. It was also reported that the broken piece remained in the patient. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.